Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the system controller being hot enough to be felt through the patient¿s shirt was not confirmed as the system controller was not returned for analysis; however, review of the submitted log file confirmed that the controller was warm. The submitted system controller event log file approximately 5 days of data ((B)(6) 2023 per the timestamp) and the submitted system controller periodic log file contained approximately 11 days of data ((B)(6) 2023 per the timestamp). Throughout the log files, the system controller was operating at a temperature ranging between 38 degrees celsius and 50 degrees celsius, which is within the design specification. No atypical alarms were observed in the log files. The pump maintained a speed above the low speed limit without issue throughout the log files. Multiple attempts were made to obtain additional information; including if the patient was using a pouch for their system controller, if the patient was using a heater or heated blankets, if there was any damage to the controller, and if any products will be returned for analysis; however, no response was received. Although it was unable to be clarified for this event if the system controller was covered in a blanket, the account stated that they have seen instances where the patient is covering the controller with heavy or heated blankets or using a heater nearby. The root cause of the reported event could not be conclusively determined through this analysis. The device history records were reviewed and the records revealed that the heartmate 3 system controller was manufactured in accordance with manufacturing and qa specifications. The system controller was shipped to the customer on (B)(6) 2022. Heartmate 3 instructions for use section 8 ¿ ¿caring for the equipment¿ and heartmate 3 patient handbook section 6 ¿ ¿caring for the equipment¿ addresses how to properly care for, maintain, and store the equipment for proper use. Heartmate 3 instructions for use section 2 ¿ ¿system operations¿ and heartmate 3 patient handbook section 2 ¿ ¿how your heart pump works¿ state to not place the system controller on bare skin for an extended time. The system controller surface temperature can become uncomfortably warm, especially when the room temperature is above 104 degrees fahrenheit (40 degrees celsius). The patient handbook and the instructions for use caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was concerned that the device was burning their shirt. The log file review confirmed that the controller temperatures were briefly elevated on (B)(6) 2023.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.